Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned t-handle confirms that the plastic handle of the device is broken off. This device also has extensive wear usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr, the t-handle broke during the procedure. It is unknown if any piece fell inside of the patient. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Event description:
It was reported that, during a thr, the t-handle broke during the procedure. It is unknown if any piece fell inside of the patient. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.